Event description:
Rip name: unk, meter code: unk strip code: unk, strip storage: unk, symptoms: nausea, pt wanted to vomit and fained. A pt reported due to incomplete segments on the meter pt fainted, pt was not able to read that they were low. Their meter allegedly display incomplete numbers. The result on their meter was not complete unable to read, segments were missing. Cust was not taken to the hosp or to the doctor. No comparison was done. Treatment was a slushy and icing so the blood sugar would rise. No further info has been reported.